Event description:
It was reported that the patient went into cardiac arrest after an ablation for ventricular tachycardia (vt). The pump flow went to 0.0 liters per minute (lpm) and remained there. The patient's controller was exchanged but did not impact the lack of flow. Log files contained limited data following this controller swap. The log files confirmed the 0.0 lpm flows. The patient had a mean arterial pressure (map) in the 50s and was transferred to the cardiac surgical intensive care unit (csicu) and started on epinephrine and levothyroxine. An echocardiogram revealed some flow was going through the pump. The patient was to have a computed tomography angiography (cta) to rule out outflow graft occlusion. No thrombus was noted on the cta. On (B)(6) 2022 the patient was taken to the operating room for a heartmate 3 pump exchange. A large pannus was seen in the inflow cannula. The pump and outflow graft were removed and a new heartmate 3 pump and outflow graft were implanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a large pannus on the inflow cannula could not be confirmed through the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), as the deposition had reportedly been removed prior to the pump¿s return. However, the evaluation revealed a thrombus formation within the eye of the rotor, which could have contributed to the reported drop in pump flow to 0.0 lpm confirmed through the evaluation of the submitted log files and image of the system monitor screen. Furthermore, a direct correlation between (B)(6) and the reported arrhythmia and cardiac arrest could not be conclusively established. (B)(6) was returned assembled with the pump cable severed approximately 8.5¿ from the pump header. The distal portion of the pump cable was returned in two segments. The modular cable was returned properly attached to the pump cable inline connector. Approximately 4¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The cuff lock had been disengaged prior to the pump¿s return for evaluation and the apical cuff was not returned. Examination of the textured blood-contacting surface of the inflow cannula prior to and after removal from the pump housing revealed no evidence of developed or adhered thrombus formations; however, there was evidence of a deposition within the eye of the rotor. Upon disassembly of (B)(6) a red, tissue-like deposition was found occluding the proximal and distal sides of the rotor eye and partially obstructing the blood flow path through the rotor vanes. The non-laminated structure of the thrombus as well as its lack of adherence to the pump rotor surfaces suggests that it likely did not form in the rotor; however, the specific origin of the thrombus as well as a duration of time for which it was present in the pump could not be conclusively determined through this evaluation. Although a specific cause for the observed thrombus formation could not be conclusively determined through this evaluation, the deposition was obstructing a significant portion of the blood flow path in this location and could have contributed to the reported drop in pump flow confirmed through the submitted log file data. Examination of the pump¿s remaining blood-contacting surfaces revealed no further evidence of any developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Evaluation of the lvad event and periodic log files retrieved from (B)(6), revealed a sudden decrease in pump flow to 0.0 liters per minute (lpm) on (B)(6) 2022. These findings appeared consistent with the reported events, the events captured in the submitted log files, and the finding of an occlusive deposition within the eye and vanes of the rotor. Despite the observed decrease in flow, the pump appeared to have functioned as intended throughout the duration of the retrieved data. Upon removal of the rotor deposition, (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 07may2019. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. C are currently available. Section 1 of the IFU lists potential adverse events including, cardiac arrhythmia and device thrombosis, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU also lists arrhythmia and thromboembolism as potential late postimplant complications. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5, under ¿preparing the ventricular apex site¿, instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 7 of the IFU and section 5 of the patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Section 5 of the IFU cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline. These sections further caution: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 8 of the IFU and section 4 of the patient handbook also contain information regarding how to clean and care for the driveline and state ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ no further information was provided. The manufacturer is closing the file on this event.